Manufacturer narrative:
(B) (4). (B) (4). The analysis results of the el5ml found that it was received in good visual condition. The device was cycled and one conforming clip was fed and then, the device locked out as intended. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, when the surgeon fired across the tissue the staples were malformed and scissor. They used a competitor's device to complete the procedure. No patient consequence was reported.